Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that there was no data or options visible on the pump touch screen. Customer's blood glucose was 250 mg/dl. Reportedly, customer will continue to use the current pump for insulin therapy.